Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device has had two electrical resets. The patient has been undergoing daily radiation treatments. The device reverted to electrical reset parameters and was programmed back to the original settings. It was noted that the resets have affected the battery voltage. The device remains in use. No patient complications have been reported as a result of this event.